Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a red sore under the brown and red electrode with no broken skin. It was reported that the sore on the left is a blister. The patient reported that a nurse recommended a small bandage over top of both sores. Follow-up indicated that the skin irritation had improved by using neosporin and a gauze pad on it.